Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Manufacturer narrative:
Additional information was received that the reason for revision was due to inadequate stimulation and the procedure was done only to reposition the patient¿s leads.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.